Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a printed circuit board failure. The device evaluation found no image detected when connected to the 190 series scope and a normal image when connected to the 180 series scope. The device evaluation also found a faulty converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
While speaking with the olympus field services engineer (fse), the customer reported to olympus, that during preparation for a diagnostic colonoscopy procedure, the evis exera iii video system center had experienced image loss. After further troubleshooting via phone call, it was confirmed that no image was detected when connected to the 190 series scope, but an image was present when connecting to the 180 series scope. Also, no image was detected when this video system center cv-190 connected to another system. The intended procedure was completed using a similar device. There was no additional medical treatment or surgical intervention. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.